Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing threshold measurements. The physician opted to refer for epicardial lead implant instead of repositioning it due to no other cardiac vein options. The lv lead was surgically abandoned. No additional adverse patient effects were reported.